Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that universal surgical manipulator (usm3) carriage was found to be loose. There were no faults present, but the carriage was able to be pushed up. The intuitive tech support engineer (tse) reviewed the system logs and found no related errors. There were no reports of patient involvement. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received the following additional information via follow up: there were no reports of non-intuitive motion involving arm 3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported carriage is loose was confirmed and replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, fa found two carriage screws to be loose that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected after screws were tighten. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed. Once testing was completed, the carriage mounting screws were inspected and were verified to be the source of the fault. The complaint was confirmed based on failure analysis. The carriage screw was found to be the root cause of the reported event which is a component failure caused by a mechanical defect.